Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that low, out of range pacing lead impedance was also observed.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to noise. The patient was stable.